Event description:
During review of a returned homechoice device, a high drain error 112 alarm was identified. The alarm occurred during night drain twelve. This information meets increased intra-peritoneal volume (iipv) criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. However, the cause could not be determined. If any additional relevant information is received, a follow-up will be sent.